Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was), a watchman laa closure device & delivery system (wds), and versacross connect access solution were selected for use. There was no effusion noted at baseline. The physician attempted several times to go transeptal but could not see the sheath or wire in the la on intracardiac echo (ice). The physician proceeded to put a pigtail catheter in and take a dye shot of the appendage. Dye was seen collecting in the pericardium. Ice showed a larger pericardial effusion than at baseline. The physician then performed a pericardiocentesis and approximately 500cc of fluid was removed. The fluid that was tapped was dark red and the blood removed was re-transfused back into the patient. The wds was not deployed and the procedure was aborted. It was noted the patient took eliquis the day before the procedure. The patient was stable when taken out of the procedure room. There were no further complications.